Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device and CPR-d padz were returned to zoll medical japan for evaluation. The customer's report was not replicated or confirmed. Both the device and pads passed all testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows an analysis that prompts the user with "no shock advised, start CPR." The device then loses ECG signal from the pads and the log shows no activity on the CPR waveform. It is important to note that the CPR waveform registers activity at the beginning and end of the event. There is no indication that CPR is continued. The information available suggests that this was not a device malfunction and is related to poor coupling or the end user removed the electrodes from the device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.